Manufacturer narrative:
A1: no patient specific details have been provided. Therefore, the patient initials reflect the w. L. Gore internal case number. C1: cbas® heparin surface incorporates carmeda heparin manufactured from heparin sodium api, which is covalently bound to the device surface and is essentially non-eluting. H6: code c21 - the device will be returned and will be evaluated by gore. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
It was reported to gore that a patient was to be implanted with a gore® viabahn® endoprosthesis with heparin bioactive surface (vsx device) to treat subclavian artery stenosis. After vsx device was advanced to target lesion, high resistance was experienced when pulling the deployment line and the vsx device was unable to be deployed completely. A guidewire was delivered through the vsx device and successfully pulled out the device from patient. After removal, physician tested at back table and vsx device was successfully deployed. Patient didn't experience adverse consequences.

Manufacturer narrative:
B5: update event description. D9: add date device returned to manufacturer. H6 update code c19, d15 - the manufacturing records were reviewed. The device lot met all pre-release specifications. The condition of the vsx device as returned was not consistent with the report of a stuck deployment line during attempted deployment. The engineering evaluation observed no evidence of bodily fluid on the device, the endoprosthesis fully deployed and the deployment line/knob was not returned. This is consistent with the reported ¿physician tested at back table and vsx device was successfully deployed¿ and ¿the hospital cleaned and sterilized the device after device was used and before device return¿. The complaint description states ¿high resistance was experienced when pulling the deployment line and the vsx device was unable to be deployed completely. There was no endo expansion from the deployment attempt during procedure¿ therefore the reported failure mode of stuck deployment line and partial deployment is appropriate to address the possible device failure mode(s) and cause. Procedural deployment of the device can be impacted by different factors including but not limited to zipper integrity, delivery system support or stiffness, or presence of dried fluid on the device or within the catheter dual lumen. The root cause of the partial deployment with stuck deployment line could not be established with the available information, including device evaluation.

Event description:
It was reported to gore that a patient was to be implanted with a gore® viabahn® endoprosthesis with heparin bioactive surface (vsx device) to treat subclavian artery stenosis. A lunderquist guidewire (unknown size) and a 12fr sheath (cook) were used. After vsx device was advanced to target lesion, high resistance was experienced when pulling the deployment line and the vsx device was unable to be deployed completely. There was no endo expansion from the deployment attempt during procedure. A guidewire was delivered through the vsx device and successfully pulled out the device from patient. After removal, physician tested at back table and vsx device was successfully deployed. Patient didn't experience adverse consequences. The hospital cleaned and sterilized the device after device was used and before device return.